Event description:
It was reported to philips that the device failed to deliver a shock to a patient experiencing cardiac arrest. It was noted that the medical crew attempted to deliver a shock three times with the device but each attempt failed. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. An evaluation was performed and the fse was unable to replicate the reported issue. The fse verified that they were able to successfully administer a shock and that the unit passed all required related testing. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.